Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced cannula issue with one infusion set, specifically that the cannula was kinked. The patient noticed symptoms three or more hours after insertion, and the infusion set was not in use for more than 72 hours. The site was inserted in the abdomen, and the patient regularly rotates site locations. The site area was not impacted, and the patient confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.